Event description:
Arthritis of right knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female pt, initials not provided, with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number of synvisc was not provided. On an unspecified date, the pt experienced arthritis. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was not provided. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician did not provide the relationship between synvisc and the event of arthritis. Follow up info was received on (B)(6) 2012 from an orthopedist and the case was upgraded to serious. The orthopedist provided info regarding pt's demographics, indication, suspect drug therapy, event details, laboratory tests and corrective treatment. A (B)(6) old male pt, (B)(6), with gonarthrosis of both knees (grade iii (right knee) and grade ii (left knee)) started treatment with first synvisc injection (on (B)(6) 2012) at a dose of 2 ml per month, intra-articularly, into right knee. He had arthrocentesis (15 ml) prior to the injection. On (B)(6) 2012, he received second synvisc injection into right knee. He had arthrocentesis (20 ml) prior to the injection. On (B)(6) 2012, using a disposable needle with no sterilized gloves, he had third synvisc injection into external suprapatellar of right knee at 11:00, after sterilizing with iodine. He had mild intra-articular inflammatory symptom treated by arthrocentesis (10 ml) prior to the injection. He had no complications inducing immune system decreased, generalized infectious symptoms, skin disease around the injection site or intra-articular infection. The same day, in the evening, swelling developed so much in right knee that he could not move the knee (arthritis of right knee). On (B)(6) 2012, the pt visited out-patient to have arthrocentesis and 60 ml of yellow opacified fluid was aspirated. The same day, he received intra-articular steroid injection as a treatment. The fluid analysis revealed wbc 20000 and negative for crystal. On (B)(6) 2012, the event of arthritis of right knee recovered. It was reported by the physician that possible precipitating events of symptoms included swelling, "could not move the knee" and joint effusion. No action was taken with synvisc treatment. The intensity for the event was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of arthritis of right knee as definite. It was reported that the physician firstly considered the event might be due to crystal induced.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.